Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1y361, implanted:(B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-33, serial/lot #: (B)(4), ubd: 12-feb-2023, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they no longer experience symptom relief. They added that they've tried all seven programs and can't feel stimulation on any program up to stimulation max around 8.5v. The issue was not resolved at the time of the report. Follow up information received from the manufacturer¿s representative reported that the cause of the issue was not determined. As an action taken, all 7 programs were tried. Additional information received from a manufacturer representative (rep) who indicated the device was replaced; the lead was found broken off at the point of insertion into the ins and it was significantly twisted. The healthcare provider (hcp) suspected the patient had been manipulating the device and caused the situation found. The patient was instructed not to manipulate the device and just leave it alone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #703470791:analysis information -- 2020-04-30 09:03:35 (B)(4). Product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 3889-33, lot# va1y361, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead if information is provided in the future, a supplemental report will be issued.